Manufacturer narrative:
No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported that the customer did not observe drops of insulin exit the infusion tubing during the load fill tubing sequence. The customer's blood glucose level was 174 mg/dl. Customer technical support (cts) instructed customer to disconnect the infusion set tubing and perform fill tubing again. Reportedly, the customer did not observe drops of insulin exit the cartridge patient line. Cts instructed customer to replace cartridge. The customer replaced the cartridge and still did not observe drops of insulin exit the infusion set tubing. Cts then instructed customer to replace infusion set tubing. The customer replaced the infusion set tubing and was able to resume insulin delivery.